Manufacturer narrative:
The company representative observed that the motor controller board had shorted out the bulk supply on the power supply. He replaced the motor controller pcb (part number: 0671-00-0004) and the power supply (part number: 0014-00-0033e05). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while transporting the pt from the operating room to the ccu, the iabp generated a "low vacuum" alarm, with no waveforms on the screen and subsequently went into system failure. The pt was switched to another iabp and therapy continued. No pt injury was reported.